Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4) product type: programmer. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pins were bent on the recharger. The recharger antenna cord was damaged, and the gold threads were exposed. The patient reported the plug at the end of the recharger cord was not clicking in, so he was unable to charge the ins. The patient stated the "gold things" were bent/broken. The patient stated he was in "super pain", he had been laid up, and could not sleep in a bed due to not being able to recharge. The patient mentioned he was "hobbling around like a 90 year old." A replacement recharger was sent to the patient. The patient called back the next day reporting that they could not plug the cord into the handheld/controller to charge it. There was a broken connector on the controller. A replacement controller was sent to the patient. No out-of-box failures or further complications were reported/anticipated.